Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone. Reason for loss unclear, on the contralateral side, the implant has healed in without problems.